Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had dislocated twice since having her lt tha done on (B)(6) 2020. The surgeon told me he felt like the cup may have had a little too much anteversion in the cup. The patient has a lot of other personal life issues that he felt helped add to the dislocation happening. The surgeon removed the head and liner. The surgeon put in pinnacle dual mobility and was happy with the result. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Cup position is determined by the implanting surgeon. Mispositioning is not considered a product problem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
"With regards to this, please confirm if any of the following information is available: a. Please provide product code and lot no for the cup even if it was not revised if available b. It was indicated that patient dislocated twice with no previous revision, can you please confirm if patient had any previous treatment for dislocation, such as closed reduction? If yes, please provide the date of intervention or if it was previously reported kindly provide a complaint number." Which they replied: "a) information is not available. B) closed reductions were done; however, I do not have access to dates of this happening".

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.